Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that guidewire removal difficulties occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 200cm, 8cm v-18 control wire was advanced to cross the lesion. However, during pre-dilatation with a non-bsc balloon catheter, it was noted that the catheter got stuck on the guide wire. Both devices were simply removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the unit returned is stuck inside of the unknown catheter, as part of overall visual revision. The device came inside a secondary device (unknown balloon). At the distal section of the secondary device there is part of the coating of the wire overlapping the balloon and preventing this to move forward. The wire presents its distal tip kinked and also its distal section. At its distal section there is a section partially peeled off. The outer diameter of distal tip, overall length and proximal section were within specification; however, the middle of the device couldn't be measured because this section is inside the secondary device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guidewire removal difficulties occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 200cm, 8cm v-18 control wire was advanced to cross the lesion. However, during pre-dilatation with a non-bsc balloon catheter, it was noted that the catheter got stuck on the guide wire. Both devices were simply removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.